Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was placed one month prior. According to the complainant, the right angle feeding tube could not be locked onto the gastrostomy device. The gastrostomy device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.